Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had alarmed a compromised force sensor system. Insulin squirted out during the manual prime. The customer¿s blood glucose during the incident was unknown. The device was not bumped or dropped. There was no water contact. The drive support cap did not appear to be damaged. They were advised to discontinue use of the device and revert to back-up plan. The device will not be returned for analysis